Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from an out-of-service reporting form that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. This device and electrode, implanted back on (B)(6) 2014, was explanted due to infection. There were no adverse events reported during and following this surgical procedure.